Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, after completing the peterson stitch and pulling the loop tight the proximal end of the suture strand broke leaving the needle in the suturing device. There was no medical intervention or patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. From the opened product, it was observed, under magnification, that the suture appeared to have split under tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received to correct the issue, the surgeon completed the peterson stitch. There were no issues experienced with the suturing device, only the loading unit.